Manufacturer narrative:
(B)(4).it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, a dissection occurred. The target lesion being treated was located in the distal left circumflex (lcx). The lesion was 75% stenosed, 2.75mm in diameter and 14mm long. The lesion was treated with predilation and placement of a 2.50x18/20mm study stent. During the index, it was noted that a dissection occurred proximal to the target lesion by an unknown size apex balloon. The dissection was treated with a 2.75x15mm non-study drug eluting stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2010, the patient experienced non-cardiac chest pain. A 30 day follow-up revealed unstable angina. An angiography was performed but no revascularization was required. The event was successfully resolved without residual effects. The patient was discharged 2 days later.